Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. *sound quality of the call was poor - agent had a hard time understanding the patient at times* the reason for call was patient stated they just had their 2 month appointment and patient told medtronic rep that the recharging belt is too big. Patient added that this implant takes so long to charge because of this. Patient stated if they breathe hard it starts beeping. Patient stated they sit and make adjustment and is really uncomfortable. Agent understood patient saw there was 'pain in one little spot' (pt did not clarify what they meant by this). Patient stated they get up and walk around and they have to hold the recharger and the belt is slipping around. Agent recommended to monitor issue with replacement belt and follow up with hcp if implant charging issues persist. Agent sent request to repair for a small recharger belt.